Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq1941 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Event description:
It was reported that resistance was encountered when the guide wire was being removed. After the guide wire was removed completely, the helix part of the guide wire was detached for 20 cm .ultrasound examination was conducted subsequently to rule out any residual of the guide wire in this patient. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that resistance was encountered when the guide wire was being removed. After the guide wire was removed completely, the helix part of the guide wire was detached for 20 cm .ultrasound examination was conducted subsequently to rule out any residual of the guide wire in this patient. It was reported this occurred with two devices. This report addresses the second device. Additional information received: was there any patient harm reported? No. Were any broken pieces left inside the patient? No pieces left inside patient.